Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 16, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 517, 2199, 4582, 1354, 10, 11, 4210, 4315). Component code: 517 - stopcock. Health effect - impact code: 2199 - no health consequences or impact. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Type of investigation code #1: 10 - testing of actual/suspected device. Type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings: 4210 - leakage/seal. Investigation conclusions: 4315 - cause not established. The affected sample was inspected upon receipt, confirming one stopcock had leaked. A representative retention sample was inspected for damage. No damage was observed on the unit, specifically on the manifold. A sncr was issued to the supplier for this event to investigate and determine that there was no defect in the manufacturing of the manifold. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed leakage from manifold. No patient involvement. Product was changed out. Procedure was completed successfully.